Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia. Customer blood glucose level was 400 mg/dl at the time of incident. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer treated high blood glucose with injection and insulin pump. Customer was neither in emergency room nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose event. Customer not alleging that the insulin pump was under delivering. Drive support cap was normal. Customer was advised to check if multiple large bubbles are present along the tubing length and check for leaks. Customer did not found any leak and air bubble. Customer performed self test and high pressure test on insulin pump and both test was passed. The device will not be returned for analysis.